Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed and reproduced the reported condition of a check flange alarm, and determined the root cause to be a faulty barrel clamp. No repairs were performed as this is a stay-in device. A follow up report will be submitted if additional information becomes available.

Event description:
A baxter service technician reported finding a infusor pump with 'check flange alarm - received during initial run ". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.